Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results for several patients. The following data was provided (customer¿s normal range is 21-31 mmol/l): sample ID(B)(6) initial result was 42, repeat, on a different analyzer, was 27 mmol/l sample ID (B)(6) initial result was 34, repeat, on a different analyzer, was 22 mmol/l it was noted that the customer was experiencing anion gap errors as well as co2 quality control results shifting. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated carbon dioxide on the alinity c processing module, serial number (B)(6) . Through an extensive investigation, the fsr found the cuvette washer assembly was misaligned. The fsr aligned/calibrated the cuvette washer assembly, part number c-35016546-02, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results for several patients. The following data was provided (customer¿s normal range is 21-31 mmol/l): sample ID (B)(6), initial result was 42, repeat, on a different analyzer, was 27 mmol/l sample ID (B)(6), initial result was 34, repeat, on a different analyzer, was 22 mmol/l it was noted that the customer was experiencing anion gap errors as well as co2 quality control results shifting. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.